Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for prostate vaporization, the aim beam was observed to forward fire at 15,225 joules. The procedure was completed with a second fiber. It was reported that there was no pt injury.